Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf (stsf) and while the procedure was being performed, halfway through the procedure, intermittent high force was noted on the smarttouch module. No errors on the carto mapping system were noticed and impedance/temperature/irrigation/catheter movement appeared fine. Replacing the ablation cable did not resolve the issue. Upon removing the ablation catheter, significant char was noticed on the tip of the ablation catheter. Upon further investigation, the cardiac technician had not changed the mode of operation of the ablation catheter from 4mm to stsf mode. A new stsf catheter was used with no errors after. The patient was woken up post procedure and was fine. No adverse patient consequence was reported. Additional information was received which indicated that it was noted that the catheter was programmed at 4mm mode (human error by technician operating smartablate console in the control room). Physician performed neurological tests post procedure, with no remarkable findings. Patient alert and responsive (no harm). The physician considered the char as excessive and considered the amount of char observed a risk, mainly neurological in nature; however, no neurological symptoms noted post procedure.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf (stsf) and while the procedure was being performed, halfway through the procedure, intermittent high force was noted on the smarttouch module. No errors on the carto mapping system were noticed and impedance/temperature/irrigation/catheter movement appeared fine. Replacing the ablation cable did not resolve the issue. Upon removing the ablation catheter, significant char was noticed on the tip of the ablation catheter. Upon further investigation, the cardiac technician had not changed the mode of operation of the ablation catheter from 4mm to stsf mode. A new stsf catheter was used with no errors after. The patient was woken up post procedure and was fine. No adverse patient consequence was reported. Additional information was received which indicated that it was noted that the catheter was programmed at 4mm mode (human error by technician operating smartablate console in the control room). Physician performed neurological tests post procedure, with no remarkable findings. Patient alert and responsive (no harm). The physician considered the char as excessive and considered the amount of char observed a risk, mainly neurological in nature; however, no neurological symptoms noted post procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test were performed following j&j medtech procedures. Visual inspection revealed char attached to the dome of the device. The device was connected to the carto 3 system, and it was recognized and visualized correctly; however, high force readings were observed. In addition, the device was dissected at the peek housing section, and insufficient adhesive was observed on the wires. This could be related to the force issue; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31478909l, and no internal action was found during the review. The force and char issues reported by the customer were confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the char could be related to the usage of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).